Event description:
On (B)(6) 2012, it was reported that the infusion device displayed w1 (cartridge low), but failed to display e1 (cartridge empty). The patient's blood glucose level was elevated. He changed his insulin cartridge and corrected his elevated blood glucose via the infusion device. His blood glucose level returned to normal. The last w1 in the infusion device's history was on (B)(6) 2012. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.